Event description:
It was reported that stent damage occurred. The 2.5mm x 14mm target lesion containing a >=90 degrees bend was located in the mildly calcified left anterior descending artery. A 16 x 2.50 promus premier select drug-eluting stent was selected for use. However, when the physician opened the stent sterile cover, he found out that the tip of the stent was damaged. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.